Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve additional information were unsuccessful as healthcare provider reported patient authorization is required to release information. Pathology reported the device is available for return; however, reported it cannot be confirmed whether or not device is infected. Since it is unknown if the device is infected or exposed to category a infectious disease and cause of the explant is unknown the device will not be returned for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted three (3) months, three (3) days, was explanted due to unknown reasons. The explanted device was replaced with a 27mm aortic bioprosthetic valve. No complications were reported. Attempts to retrieve additional information were unsuccessful as healthcare provider reported patient authorization is required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards learned of the event through the implant patient registry.